Event description:
A valiant captivia stent graft (vamf4444c200te) was implanted during an unknown endovascular procedure. A type ia endoleak was noted on an unknown date and intervention was performed approximately 9 years after the index procedure where an additional stent graft was implanted. No cause was provided. No additional sequelae were reported and the patient is fine.

Manufacturer narrative:
D6a: year valid. Film analysis review: a likely type ia endoleak was identified in the valiant captivia stent graft, but the cause of the event could not be determined from the limited images provided. Pre-implant CT¿s were not available for review and a comprehensive assessment of the patient¿s anatomy could not be performed. Endoleak interrogation via selective angiograms (i.e. Injecting contrast from several levels within the stent graft) which could allow for a more comprehensive determinations of the endoleak source/cause was not available for review. Post-operative angiograms depicted a second stent graft implanted in the patient's thoracic aorta, at the level of the ascending aorta, and extending the proximal seal zone. Contrast injection was performed and no endoleak was observed. It is possible that the observed aortic arch tortuosity may have contributed to this likely type ia endoleak, but this could not be confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.